Event description:
During a cataract extraction procedure, aspiration from this unit was found to be low. The pt had been "prepped" for the procedure which was delayed while another unit was set up.

Manufacturer narrative:
Aspiration was found to be slightly "high". Calibrated aspiration and scissors. Replaced intermittent phaco cable.